Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (B)(6) 2010. (B)(4).

Event description:
It was reported that during a routine follow up noise was observed on the right ventricular lead. Noise was also noted during manipulation of the pocket. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.